Manufacturer narrative:
Additional information: section d4 (serial number) has been updated from (B)(6) to unknown based on the extended investigation. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Extended investigation concludes that precision strips are isolated to the meter only. For meters using precision strips, when the strip is inserted, the no-touch pin is pushed upwards and makes contact with the ground pin to power the meter on. Only the displacement of the pin powers on the meter, rather than carbon traces on the strip. The only function of the strip is to facilitate the movement of the pin, therefore, no strip-related investigation activities are performed. A tripped trend review was completed for the reported complaint and the neo meter, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to his adc meter powering on with button press but not with test strip insertion and, as a result, he experienced a loss of consciousness. No further information was provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to his adc meter powering on with button press but not with test strip insertion and, as a result, he experienced a loss of consciousness. No further information was provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.